Event description:
A customer reported a false positive architect b-hcg results, which was questioned by the physician during the examination of a 25-year-old female patient. The patient exhibited no clinical symptoms of pregnancy. The following results were provided: initial= 4060.17 miu/ml (positive= > or =25.00 miu/ml) /re-centrifuged and repeated=< 1.2 miu/ml (negative=< or=5.00 miu/ml). There was no reported impact to patient management.

Manufacturer narrative:
Correction: section b5 ; describe event or problem: to a customer reported a false positive architect b-hcg results from a customer reported a false positive alinity I b-hcg results. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing architect total b-hcg reagent, lot 65732ud03.return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65732ud03, however, no increase in complaint activity was identified for list number 07k78. Additionally, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Historical performance of the architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off for the negative population and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot 65732ud03.

Event description:
A customer reported a false positive b-hcg result on the alinity I system, which was questioned by the physician during the examination of a 25-year-old female patient. The patient exhibited no clinical symptoms of pregnancy. The following results were provided: initial= 4060.17 miu/ml (positive= > or =25.00 miu/ml) /re-centrifuged and repeated=< 1.2 miu/ml (negative=< or=5.00 miu/ml) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.